Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty (bkp) at t9. It was reported that cement extravasation occurred toward the anterior border of caudal vertebral body intra-operatively. The patient was reportedly asymptomatic but was discharged 86 days post-op due to a medical history for three previous fractures which necessitated more time for rehabilitation. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was no change in extravertebral leaked cement.